Manufacturer narrative:
Update rec'd 2/9/15 - sales rep reported revision surgery for right hip. There is no new additional information that would affect the investigation. As noted, no additional information provided that would affect the investigation. Previous investigation stands. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The patient returned to surgery for a femoral head and liner exchange due to liner wear.